Manufacturer narrative:
During evaluation, the following were found; there was no image due to faulty charged coupled device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image on the screen. The issue was found during the preparation for use for the therapeutic cystoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.